Manufacturer narrative:
Investigation results: our quality engineer inspected the 2 photos and 1 physical sample submitted for evaluation. The reported issue of component damage - leak was confirmed upon inspection of the samples. Analysis of the sample showed that damage was observed to the c port of the housing component. Bd determined that the cause of the failure was related to the customer¿s use. Within the instructions for use that is included in each box, the recommendation is do not over tighten connections, check connection regularly, change stopcock every 72 hours and when lubricious or fat infusates are used change stopcock every 24 hours. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd connecta plus3 white pegs crack with leak. Incident date: (B)(6) 2024. Incident description: valve leakage due to crack. On propofol line. Production problem? Clinical consequences: sedation not delivered to patient and valve changed.